Event description:
It was reported that the tube had been torn off at the base. The patient had been intubated for about 10 days, the cuff was leaking, and they weren't getting any air. It is unknown whether it was easy to tear. Bite block was used. This occurred during patient use at facility. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was returned without original package. Visual inspection done on returned sample, normal conditions were seen. Also, it was discovered the inflation line subassembly detached from tube was observed. The root cause to the reported issue and the breakage/cut discovered was not determined, and no known actions or repair or replacement were mentioned.